Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage and inspecting and cleaning the diaphragm. The customer indicated that had already replaced the valves, membranes, tubing and breast shields. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In response to a request for additional information, the customer indicated that her thrush started in may 2019, at which time she consulted a lactation consultant and was fitted for breast shields, but had since resolved. The customer also indicated that the replacement pump did not work better than her original pump, so she intended to return the replacement. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On 08/05/2019, the customer alleged to medela llc that even on the maximum vacuum setting, she had low suction with her pump in style breast pump. She additionally alleged that she had thrush the first week she used the pump and had been prescribed antibiotics. At the time of this report, she indicated that she was not taking any medication.